Event description:
On (B)(6) 2008, the plaintiff was implanted with a monarc sling. It was alleged that, "after, and as a result of having the surgical implant," the plaintiff suffered, "serious bodily injuries, including extreme pain, erosion of her internal tissues, chronic discharge and bleeding, dyspareunia, and other injuries." It was also alleged that the plaintiff, "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.